Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the insulin pump and sensor. The customer also reported that the insulin pump alarmed low when the blood glucose was not low. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's blood glucose was 112 mg/dl at the time of call. The insulin pump will not be returned for analysis.